Event description:
It was reported that during pre-surgery, it was observed that the craniotome device was bent. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the protective footplate had been drilled into and was bent/ fractured. Therefore, the reported condition was confirmed. It was determined that the cutter, craniotome and drill were assembled improperly. The assignable root cause was determined to be due to failure to follow instructions for use, which was misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.